Manufacturer narrative:
Due to character limitation, below field are added from e1- event site address: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the one-click screen lock of cardiosave intra-aortic balloon pump (iabp) was not working. There was no harm reported.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: e1- event site name a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed the issue. The issue was fully resolved after turning the device off and on again. No parts were replaced. When the fault was resolved the device was returned to the customer for use.

Event description:
N/a